Event description:
It was reported by the affiliate that the (1) ems was used during a hernia procedure. It was reported that the device jammed. The case was completed with another instrument. There was no pt consequence.